Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right ventricular (rv) lead dislodged due to twiddling by the patient. The patient reportedly received six inappropriate shocks due to myopotential oversensing. Pacing and shocking impedances also reportedly increased, but remained within acceptable ranges. Remote monitoring alerts were generated due to ventricular intrinsic amplitude out of range and delivery of shock therapy. This implantable cardioverter defibrillator (ICD) was temporarily reprogrammed to inhibit therapies. The patient then underwent a revision procedure wherein the rv lead was explanted and replaced. This ICD remains in service with the patient patient's new rv lead. No additional adverse patient effects were reported.